Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with weakness and a low heart rate, lower than set parameters on the implantable pulse generator (ipg). It was also noted that the right ventricular (rv) lead exhibited high thresholds and suspected loss of capture. The rv lead and ipg remains in use. No further patient complications have been reported as a result of this event.